Event description:
It was report that post op of a hand assisted hemicolectomy on (B)(6) 2010, the patient returned to the ER on (B)(6) 2010. The patient had been seen at the emergency room on (B)(6) 2010. After an examination by the surgeon, the patient was sent to the or for emergency surgery. The surgeon performed an open procedure to find that the staple line had a 5ml leak where the two legs of the side by side anastomosis came together. There were 2400cc of peritoneal fluid and bowel content drained that filled an entire suction canister from the patient. At this time, the surgeon performed a peritoneal lavage and removal of the side by side anastomosis. The surgeon decided to do a temporary ileostomy and sent the patient to ICU. The patient is stable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.